Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): the clip was not well positioned - the nurse pricked herself.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The clip was removed and pulled back and slide itself forward into the safety position. No functional faults were detected. The sample(s) met specs. A review of the batch and mfg records revealed no abnormalities or nonconformities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.